Event description:
A cortical bone screw broke after application while implanted in a femur. X-rays, provided to the manufacturer, suggest loss of reduction and the necessity of medical intervention. However, co currently has no confirmatory information that this occurred.